Event description:
A high readings issue was reported with the adc device. A customer reported via email indicating that prior to bed, a high sensor scan of 291 mg/dl was obtained. The customer further reported becoming hypoglycemic with symptoms of seizure and a loss of consciousness. The customer was provided a glucagon injection by their partner and then the paramedic was called. Upon arriving, a blood glucose result of 27 mg/dl was obtained on the healthcare professional meter and the customer was taken to a hospital where they were diagnosed with hypoglycemia and stayed for monitoring and stabilization. There was no further medical treatment was reported as no additional information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. This report is being filed on an international product, model number 72114-01 which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. A customer reported via email indicating that prior to bed, a high sensor scan of 291 mg/dl was obtained. The customer further reported becoming hypoglycemic with symptoms of seizure and a loss of consciousness. The customer was provided a glucagon injection by their partner and then the paramedic was called. Upon arriving, a blood glucose result of 27 mg/dl was obtained on the healthcare professional meter and the customer was taken to a hospital where they were diagnosed with hypoglycemia and stayed for monitoring and stabilization. There was no further medical treatment was reported as no additional information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.